Event description:
It was reported the pt was feeling pain in her lower back whether stimulation was on or off. In addition, the pt reported she had sores on her face, and black spots when the stimulation was turned on. The physician had given the pt a shot in her back for the pain in her low back, but the pain had returned. The pt also reported a burning sensation in her upper back. F/u identified the physician was working closely with the pt regarding the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.